Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed volumetric test" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 41.905 and passing error percentage of 4.7625%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11: correction: h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.